Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicated that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicated that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the a6: race, b1: adverse event/product problem, b5: describe event or problem, e1: initial reporter, g3: report source, g4: bsc aware date, h2: follow-up type, h3: device evaluation by manufacturer and device not eval by MFR code, and h11: additional MFR narrative.

Manufacturer narrative:
This supplemental report is being filed to correct the b1: adverse event/product problem, b5: describe event or problem, e1: initial reporter, g3: report source, g4: bsc aware date, h2: follow-up type, h3: device evaluation by manufacturer and device not eval by MFR code, and h11: additional MFR narrative. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicated that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.